Event description:
Customer reports suffering a heart attack and while in the hospital, she compared her adc meter reading to the hospital reading. It is unclear, whether the comparison was to a laboratory result or a hospital meter result. The hospital reading was reported to be 83 mg/dl and the adc meter reading was 184 mg/dl. The results, when plotted on a parkes error grid, fell into the c-zone showing the difference in values to be clinically significant. All readings were taken from the finger.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.